Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pdrn reported receiving the air detected in cassette alarm during an unspecified drain phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn stated that the mushroom heads of the cassette appeared full upon removal from the cycler. The fresenius technical support representative advised to discontinue use of the cycler and a new cycler was issued. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was admitted for chest pain, which the pdrn indicated was not attributed to pd therapy. The pdrn stated that treatment was discontinued that night and the patient was discharged the following day. The pdrn confirmed that the replacement cycler has been received and the old cycler has been picked up and returned to the manufacturer for a physical evaluation. The cycler set was discarded prior to contacting fresenius and is not available for return for physical evaluation by the manufacturer.